Event description:
The previous report was submitted under the wrong manufacturer. This event will be reported under MDR 0002648920-2019-00868.

Manufacturer narrative:
The previous report was submitted under the wrong manufacturer. This event will be reported under MDR 0002648920-2019-00868.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-04915. Concomitant medical products: articular surface size ef 14 mm height, item#: 00596403214, lot#: 64048485. Report source, foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the articular surface would not seat with the tibial tray. There is no additional information at this time.